Event description:
I have sleep apnea and last night my resmed s9 c-pap machine released a burnt chemical smell from the machine up through my mask. The entire room smelled like burning plastic. I woke and soon afterward vomited. I have reached out to the MFR but have not yet heard back.